Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a patient with a history of af with rvr was experiencing chest pain and palpitations. Review of the stored egm indicates that the patient had an extended svt episode which degraded into ventricular tachycardia. The vt was not treated but the rhythm spontaneously reverted to sinus. Device reprogramming was recommended.